Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
It was reported that the device will not hold a charge for more than 10 minutes. Customer stated that there were no message and the issue occurred on battery power. No consequences or impact to patient.